Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom aera system. After examination, a patient suffered from an intense redness on the left side of the abdomen from the arm to the hip which included two large blisters. No information regarding the size or degree of the blisters has been provided. Additionally, no information regarding any medical intervention or healing complications has been provided. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. Our experts have analyzed the images generated during the patients' examination. The complete examination of the patient lasted 27.7 min with an active scanning time of 16.4 min. No abnormality was found which would indicate a system malfunction. The first level (fl) operating mode was used. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 44 % of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 32.6 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The system was checked by the siemens service engineer and found to be in operating within specification. No hardware or software problem was found which would explain the reported burning on the patient's left side. The performed tune up, qa, tx and rx test tools were all ok. It was stated that padding between the body and bore wall was attempted but was difficult because of the size of the patient. While the patient had some padding between himself and the bore, the patient's size did not allow for any larger padding to be used. It is most likely that the patient was directly touching the bore wall or was very close as the mr images show that the patient was shifted to the left by about 86mm. The root cause for the patient's injury is a bore wall contact. It was visible on the provided images that no cushion was placed as requested in the magnetom aera system operator manual - mr system - syngo mr e11 - pages 19-24. (Print no. Mr-02501.621.01.02.02) please always follow the instructions given in the operator manual, regarding correct patient positioning in order to avoid such incidents in the future. - always position the patient so that the patient's arms are aligned with the torso and ensure that hands, arms, and legs do not touch (minimum distance: 5 mm). - ensure that the minimum distance of 5 mm is maintained between patient and tunnel covering - to ensure this distance, use positioning aids, e.g. Blankets made of linen, cotton, or paper, or dry material that is permeable to air.